Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring before the issue. It was unknown whether there was an impact on the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to call back if any issues reappeared.